Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The lesion being treated was located in the moderately tortuous, moderately calcified and 90% stenotic mid left anterior descending artery. The lesion was confirmed with ivus. The physician advanced the 2.75x15mm maverick2 balloon to the lesion to predilate and inflated the balloon to 4atms for two to three seconds on the first inflation and the balloon ruptured. There were no pt complications. The device was removed intact. The procedure was successfully completed with a 2.75x15mm non-bsc balloon and the deployment of a 3.0x15mm non-bsc stent. Pt status is reported as "good".

Manufacturer narrative:
Device evaluation: the complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.